Event description:
A malfunction occurred, identified by the malfunction code malf 12, which did not result in an adverse impact on the customer's blood glucose level. Technical support provided the customer with guidance on resetting the pump, as it had not been reset in the last 24 hours. After the reset, the malfunction did not recur, allowing the customer to continue using the pump. Any future occurrences were advised to be reported for further assistance.